Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Performed pre-fill reservoir test using a new lab transfer guard. Found reservoir no leakage anomaly during filling. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was unknown. Customer stated that reservoir had a hole, when they filled and loaded the reservoir the insulin was squirting out. Customer declined troubleshooting. The reservoir will be returned for analysis.